Manufacturer narrative:
The product was not returned for inspection. Additionally as the sterile lot number was not available, review of the manufacturing records (DHR) could not be performed. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during negative prep of the 150 cm. Saber 6 mm. X 2 cm. Balloon catheter (bc), the syringe used kept sucking air. It was suspected that there was a hole in the balloon catheter. The complaint product was discarded and a new bc was used to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
As reported, during negative prep of the 150 cm. Saber 6 mm. X 2 cm. Balloon catheter (bc), the syringe used kept sucking air. It was suspected that there was a hole in the balloon catheter. The complaint product was discarded and a new bc was used to complete the procedure successfully. There was no reported patient injury. Multiple attempts to obtain additional information were unsuccessful. The device was not returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. The reported ¿balloon leakage - during negative prep¿ could not be confirmed as the device was not returned for analysis. The exact cause of the leakage could not be determined. Based on the limited information available for review, concomitant device factors or handling factors may have contributed to the reported event. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Attach a 3-way stopcock to the inflation port, which is marked ¿balloon¿. Attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.